Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0xwvb, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
A manufacturer representative reported an intra-operative impedance issue of high impedance greater than 4000 ohms. There was no trouble inserting the lead and they tried multiple times to take the lead out, re-insert the lead, and retest the impedances. Related to the connection, the manufacturer representative was able to see blue ¿all the through.¿ the first impedance test showed that all contacts with electrode 3 were greater than 4000 ohms. After that, the electrode pair of the case and 3 was within range, but the other contacts with electrode 3 were still greater than 4000 ohms. Impedances were run at 3 volts and 360 microseconds, but high impedances were still seen on the electrode pairs of 0-3, 1-3, and 2-3. The implantable neurostimulator (ins) was used to test motor response and using 3 negative 0 positive, a rate of 14, a pulse width of 210 microseconds, and cycling of 3 seconds on, 3 seconds off, bellowing was seen at 2.9 volts. Bellows and toe flick were present at nominal amplitude values. The lead and ins were kept after a motor response was seen with the impeded electrode. The patient¿s indication for use was noted as urinary dysfunction and gastrointestinal/pelvic floor. No potential causes or patient symptoms were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the manufacturer representative reported the device was left in and the patient felt appropriately post-operatively.